Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A 3i t3® tapered implant 5/4 x 10mm (bopt5410) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage. No damage identified. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. The returned device was measured and verified to match DHR drawing. No pre-existing conditions were noted on the per. The reported devices was located on tooth #13 and was used for approximately a day. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2020111362). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2020111362) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant at tooth site #13 was removed due to pain. Implant was placed on (B)(6) 2021. Severe pain began (B)(6) 2021. Implant removed on (B)(6) 2021.